Event description:
It was reported that the vent catheter fell apart. The connector broke off the catheter and was loose in the package. Some parts were not glued at all. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints with this product. Similar products showing a similar malfunction have been tested. A CAPA process was initiated ((B)(4)) to address the appropriate corrective and preventive action. The CAPA process has been completed. The device was developed to demonstrate reproducibility of the glued surface. Operators were trained to the process. The basic operating procedure in mfg was implemented on (B)(4) 2013, as per (B)(4). An effectiveness check was successfully performed on (B)(4) 2014. Effectiveness is now no longer deemed effective and further investigation needs to be implemented. A supplemental medwatch will be submitted when additional info becomes available.